Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91 - 39, with 510k/PMA/bla number k052000.

Event description:
The customer reported falsely elevated architect ca 19-9xr and provided the following data: the sample was then tested on lot 70451fp00. The result was >1200. 10x dilution result was 777.5. 5x dilution result was 831.75. After adding neuraminidase reagent, the result was 20.48. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the architect ca19-9xr reagent, lot 70451fp00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot. The overall performance of the architect ca19-9xr reagents in the field was reviewed using data gathered from customers worldwide. Review shows the median patient result for the lot is within the established limits, indicating the lot is performing as expected. Labeling was reviewed and adequately addresses the issue. Based on the investigation, there is no systemic issue or deficiency of the architect ca19-9xr reagent, lot 70451fp00.

Event description:
The customer reported falsely elevated architect ca 19-9xr and provided the following data: the sample was then tested on lot 70451fp00. The result was >1200. 10x dilution result was 777.5. 5x dilution result was 831.75. After adding neuraminidase reagent, the result was 20.48. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.